Event description:
Boston scientific received information that a lead safety switch had occurred on this right ventricular lead. Upon examination, it appeared the pacing impedance was greater than 2500 ohms in both the unipolar and bipolar configurations, along with loss of capture at max output. The lead would also not sense intrinsic signals, however, noise was detected on the lead. A lead fracture was suspected. During the explant procedure, the lead was removed from the ventricle, however became stuck in the superior vena cava. Multiple attempts were made to remove the lead, however the lead was instead cut in two places, with the remaining distal portion being surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The lead was partially abandoned. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, however a third distal segment was not returned. Visual analysis of the proximal segment noted the anode and cathode conductor coils were fractured just distal of the suture sleeve tie down area between 207 and 209mm from the terminal pin. Detailed analysis of the lead fracture revealed that the anode wire had a void from a possible inclusion at the origin and areas of fatigue and overload. There was evidence of a small area of fatigue near the origin on the cathode wire with the majority of the fracture surface showing extensive mechanical damage. Therefore, laboratory analysis concluded that the lead fracture had occurred due to fatigue.